Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:29:41. During night drain cycle 5, the patient's ultrafiltration reading was 1302ml, indicating the home patient drained 1302ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. It was determined that the cause of the iipv event was due to an insufficient drain and use error, further specified as an inappropriate bypass of a drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a drain. The guide warns that bypassing a drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.